Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained with ipsilateral ante grade approached. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). After a v-18 wire crossed the lesion, pre-dilatation was performed using a non-bsc balloon catheter. Subsequently, a 7 x 150 x 75 innova¿ stent was advanced to treat the target lesion. However, after deploying the stent, it was noted through fluoroscopy that the stent was 2.5cm shortened; therefore, it was unable to cover the whole lesion. The physician then placed a 7-40 innova stent to completely cover the lesion and the procedure was completed. No patient complications were reported and the patient and the patient's status was good.